Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was complete on the second fluoroscopy. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not working when using the footswitch. After reviewing log file, fse did not confirm regarding the issue. Fse the cause of the issue was bad contact (in pins) in connectors. Fse replaced table base connection board, after replacing the connection board, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not working when using the footswitch. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.